Event description:
A distributor in japan reported that the power cord of a mr850 respiratory humidifier was damaged with copper wires exposed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in japan where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician. Results: visual inspection revealed that the power cord was damaged with exposed copper wire. Conclusion: we are unable to determine what caused the observed damaged. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A distributor in japan reported that the power cord of a mr850 respiratory humidifier was damaged with copper wires exposed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in japan reported that the power cord of a mr850 respiratory humidifier was damaged with copper wires exposed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to respiratory humidifier. Section d4: model and catalog # updated to mr850gju. Section d4: UDI details updated. Section g1: contact person updated to mr. (B)(6). Section g4: the mr850gju is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k110019. Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in japan where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician. Results: visual inspection revealed that the power cord was damaged with exposed copper wire. Conclusion: we are unable to determine what caused the observed damaged. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2. No.601.01, ul 60601-1, iec 60601-1.